Manufacturer narrative:
Parts have been requested by the field service engineer. No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported that the fuse blew and the monitor was blank on the 9900 system. No patient injury was reported.